Event description:
It was reported that an asymptomatic patient presented with intermittent undersensing on svt episode via merlin.net transmission. Programming changes were recommended. Further actions will be discussed with the nurse practitioner.